Event description:
Event description cpi received information that this ventricular fineline ii lead has possibly dislodged. The lead was removed from service and will be sent back for analysis. Another cpi lead was successfully implanted.